Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The femoral contour block was returned for evaluation. The lot number indicated the item was supplied by baw engineering ltd prior to 2002. Due to the non return of the post no examination of the fractured item was possible. The remaining post was removed from the contour block and was checked using the xrf analyser and was found to be manufactured from 17-4 stainless steel as required. The material hardness was within the drawing specification. Visual examination of the contour block found evidence of burrs and wear damage indicating the instrument had been used multiple times. A review of the complaint database found no similar complaints reported with this part / lot combination. No manufacturing issues found with the returned sections of the instrument. Instrument was over 11 year¿s old and showed signs of wear and tear through extensive usage. The information available is insufficient to permit an exact conclusion as to the cause of the reported event.

Event description:
It was reported that during a knee surgery on (B)(6) 2014, the peg on the back of the cutting block sheared off. Surgeon was unable to retrieve the piece and the peg remains in the patient. No further information has been received.